Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after fixating the atrial leadless pacemaker (lp), it was noted that the lp exhibited an unspecified impedance issue and an unspecified current of injury issue. Upon review, it was noted that the helix was stretched. The lp was not used and a new lp was implanted. The patient was in stable condition.

Event description:
New information received notes that the current of injury issue noted by the leadless pacemaker (lp) was low current of injury.

Manufacturer narrative:
The reported event of a stretched helix was confirmed. The reported events of low impedance and a use of device problem could not be confirmed. Visual inspection noted the inner helix was stretched out of specification and the outer helix was within specification. The helix elongation is consistent with having occurred during procedure. Analysis performed, including impedance measurements, found no anomaly contributing to reported event of an impedance problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and passed all quality control tests prior to its distribution.

Event description:
New information received notes that the leadless pacemaker (lp) exhibited low impedance and inadequate current of injury.